Event description:
It was reported patient underwent total shoulder arthroplasty on (B)(6) 2012. Subsequently, patient dislocated his humeral bearing from the glenosphere. It is unknown when the revision will occur.

Event description:
It was reported that patient underwent revision shoulder arthroplasty on (B)(6) 2012. A subsequent revision procedure was performed on (B)(6) 2012 due to dislocation. All biomet components were removed and replaced. Further information obtained from the surgeon indicated the custom implants placed originally were used with competitor product. A combination of the competitor component, joint being tight and patient anatomy caused the issues that led to the revision procedure.

Manufacturer narrative:
Additional information received confirmed the patient underwent a revision procedure. Dimensional evaluation was not performed as a result of engineer's discussion with the surgeon. The surgeon explained that patient anatomy was already compromised, and upon implantation of our custom device into the pre-existing competitor device, the joint was too tight. This meant that joint was still unstable.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity or excessive activity can also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01278 / 01279). The user facility was notified of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.